Manufacturer narrative:
The baxter technician found the lcb will need to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician suggested replacing the lcb to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed.

Event description:
Baxter received a report from a baxter technician to report the versacare frame would move up a few inches after being lowered all the way. He process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.